Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports via phone that during an unspecified urology procedure with a female patient, the fluoro failed. Customer reports the physician completed the procedure by use of endoscopy. Customer provided no further information other than to say the procedure was completed and patient is fine.